Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was having several problems with the device. Patient stated since (B)(6), she had uncontrollable gas, pain in lower back going down left side on back side of leg, urinating was uncontrollable, wetting self not making it to the bathroom and now having constipation. The pain got so bad a night prior to this call, so she turned it off. She was wondered with the symptoms she has had what to do. There were no further complications that have been reported as a result of this event.